Event description:
It was reported that a pump user experienced recurrent hypoglycemia and intermittent nighttime hyperglycemia after initiating pump therapy, with documented lows verified by fingerstick to 54 mg/dl, variable postprandial responses to breakfast, concern for overtreatment of lows, and activity-related glucose drops; the device logs showed no insulin delivery from early morning during some events, and the user and agent discussed pausing the pump during exercise as a management option. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact, though oral glucose was used to treat low glucose and medication intervention was recorded. Investigation included communication with the user, analysis of user-provided data, and review of available information. Investigation of this case revealed no findings due to insufficient information regarding a device component and an undetermined medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.